Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after inserting the balloon catheter into the sheath, air ingress was observed. The position of the catheter and sheath was adjusted without resolve. The balloon catheter was removed and reinserted without resolve. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.